Event description:
It was reported that a malfunction occurred on the pump displaying malf 12. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur thereafter. The customer was advised to continue using the pump and to call back if any malfunction code recurs. The customer acknowledged and understood the instructions provided.